Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the e360 ventilator had an internal leak. There was no patient involvement at the time of the event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location. The service provider opened the ventilator and found tubing disconnected, reconnected all the connections properly and the ventilator was found to be in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.